Manufacturer narrative:
D10 concomitant products: egia45ctavm, egia45ctavm egia45 curved vas med sulu (lot#:n2g0500y), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p2e0665s), 030458, 030458 endo gia r/or 60 3.5mm (lot#:t1k309x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during thoracoscopic lobectomy, when firing, the staples of the three reloads burst out, and there was serious poor staple formation. More tissue was needed to be removed due to poor staple formation. A new stapler was used to complete the case.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit had a full staple complement. The proximal end of the adapter was broken. It was reported that the staples did not form properly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of a broken adapter. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the loading unit while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.